Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when evaluation is complete.

Event description:
The physician reported feeling resistance during catheter manipulation. When the catheter was removed from the patient, the physician noticed the tip was missing but still attached to the lunderquist wire. The catheter tip was secured to the wire with a snare and removed.

Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and the complaint was confirmed. The root cause was significant force applied to the fusezone junction prior to the catheter tip tubing pulling apart from the remainder of the device. The device history record was reviewed and no exception documents were found. The complaint data base was reviewed and no similar complaints for the lot number were found.